Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose was not impacted. Tandem technical support had the customer perform a system check and the infusion set tubing/site appeared to be a possible cause of the occlusion; however, the customer had been using humulin r in the cartridge. The customer was to change out the infusion set.